Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with functional and delivery specifications. The event history log was examined; this did not show any unusual entries. The reported issue (infusion stopped without alarm) could not be confirmed. The cause of the issue could not be confirmed.

Event description:
The reporter stated the pump was found "switched off" without any alarms. No adverse effects reported.